Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving v40 cocr lfit head 36mm/-5 was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that patient had excessive levels of chromium and cobalt in his blood. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
This pi is for revision of right hip it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2015 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a v40 cocr lfit head 36mm/-5 was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a left total hip replacement performed in 2014 and revised in 2022 for mechanical wear of the polyethylene component, trunnionosis and elevated ion levels. It also reports the failure of a right total hip performed in 2015 and revised in 2020 for elevated ion levels. I can confirm that the revision of the left hip took place since I was able to review the operation report. I cannot confirm that the revision of the right total hip took place since there is no documentation to corroborate the procedure. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as video/photographs of the event as it occurred as well as return of the device and primary operative reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for revision of right hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2015 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This pi is for revision of right hip it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2015 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.